Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, a small piece of blue rubber seal ripped off from inside the port and gone in to the patient¿s abdominal cavity and was retrieved using laparoscopic graspers to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the trocar only was received. The circular was cut. The envelope seal appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the cut circular seal may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.